Event description:
It was reported that the lcd screen of the device was going gray with black lines. The doctor turned the system off and on and the lcd screen allowed for biopsy to be completed and the screen went down again. There have been no pt consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.